Event description:
It was reported that the ilet touch screen cracked while the user was attempting to install the device case, after which the screen could not be unlocked and the device became difficult to use. Symptoms included no injury and no reported changes in blood glucose. Outcomes included replacement of the device and return of the original. Investigation included review of the user¿s account and verification that the device had been synced prior to shutdown. Investigation of this case revealed physical damage to the touchscreen consistent with user-applied mechanical stress during case installation, affecting the display/input component and resulting in loss of touchscreen functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage during handling.

Manufacturer narrative:
Initial.